Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, clogged forceps channel with foreign material, bending section cover crack, cleaning brush failing to pass at brush passage, forceps failing to pass at forceps passage, and the suction function failing to work were observed. In addition, scratches and dents found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported blockage problem with the evis exera ii duodenovideoscope. The event occurred during reprocessing and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 20-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation the likely cause is due to unintended use error. The event can be detected/prevented by following the instructions for use which state: 1.4 precautions: all channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. 5.2 precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.) Olympus will continue to monitor field performance for this device.